Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient reported he had an event of peritonitis. During follow up the peritoneal dialysis registered nurse reported that a patient was admitted to a hospital with a diagnosis of peritonitis on (B)(6) 2016. Laboratory results of the patient's dialysate revealed bacterial contamination. The patient was prescribed a course of antibiotics (medication, dose and route unknown) and discharged. The patient remained on ccpd (continuous cycler assisted peritoneal dialysis) therapy throughout his hospital stay. Laboratory cultures taken of the patient's dialysate on (B)(6) 2016 were negative, with no evidence of bacterial contamination. The peritoneal dialysis nurse stated that no device malfunction occurred.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. A clinical investigation concluded that there was no information provided that indicated a causal relationship between the use of fresenius peritoneal dialysis products and peritonitis. The most common cause of peritonitis is a breach of technique or biofilm on the peritoneal dialysis catheter.

Event description:
A patient reported he had an event of peritonitis. During follow up the peritoneal dialysis registered nurse reported that a patient was admitted to a hospital with a diagnosis of peritonitis on (B)(6) 2016. Laboratory results of the patient's dialysate revealed bacterial contamination. The patient was prescribed a course of antibiotics (medication, dose and route unknown) and discharged. The patient remained on ccpd (continuous cycler assisted peritoneal dialysis) therapy throughout his hospital stay. Laboratory cultures taken of the patient's dialysate on (B)(6) 2016 were negative, with no evidence of bacterial contamination. The peritoneal dialysis nurse stated that no device malfunction occurred.